Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with missing end cap sticker.

Event description:
Customer called to report that she had high blood glucose and the insulin pump is alarming motor error and squirting the insulin out during the manual prime. Nothing further was reported.